Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer reported receiving unspecified high sensor scan results compared to unspecified readings obtained on a competitor¿s brand meter. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was 2 days. As a result, the customer experienced symptoms described as ¿broken, loss of appetite¿ and was unable to self-treat. The customer reported unspecified treatment from healthcare professional due to this issue. The customer also reported that "sugar was discontinued". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as an additional information follow- up report. After initial report was submitted on 12-dec-2024, abbott diabetes care (adc) received additional information from the customer on 27-jan-2025 via caregiver contact. It was clarified the product problem as a low sensor scan result issue instead of a high sensor scan result with the adc device. Additionally, the caregiver also provided the customer experienced symptoms described as ¿nausea and dizziness¿ and was able to self-treat "by eating sugary food". The caregiver called the ambulance, upon arrival at the hospital a comparison blood glucose test of 500 mg/dl was obtained on the healthcare professional (hcp) meter, requiring third-party, hcp administration of saline solution and insulin for treatment. The following sections below have been updated per additional information received from the customer. B1 - adverse event/product problem: updated to adverse event and product problem. B5 - describe event or problem. B7 - other relevant history. D4 - primary UDI number. H6- medical device problem code: (health effect - clinical code, medical device problem code). The reported product is not expected to be returned as reporter indicated the device was discarded. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received additional information from the caregiver on 27-jan-2025, clarifying the product problem as a low sensor scan result issue instead of a high sensor scan result with the adc device. The customer reported receiving unspecified low sensor scan results compared to unspecified readings obtained on a competitor¿s brand meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced symptoms described as ¿nausea and dizziness¿ and was able to self-treat "by eating sugary food". The caregiver called the ambulance, upon arrival at the hospital a comparison blood glucose test of 500 mg/dl was obtained on the healthcare professional (hcp) meter, which when plotted on a parkes error grid and fell into the "d" zone, showing the difference in values to be clinically significant and requiring third-party, hcp administration of saline solution and insulin (type/dose unknown) for treatment. There was no report of death or permanent impairment associated with this event.